Event description:
The hospital reported that t.w. Power supply was making beeping / screeching noise. This unit was a replacement for their last device which made the exact same noise. This seems to point towards an issue with the power supplies coming off production line. The customer has a replacement device from another hospital which is functioning perfectly fine - removing the chance of user error / misuse.

Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site address exceeds character limitations: (B)(6).

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, e1, e2, e3, g3, g6, h2, h6, h11.

Event description:
The hospital reported that t.w. Power supply was making beeping / screeching noise. This unit was a replacement for their last device which made the exact same noise. The defect point towards an issue with the power supplies coming off production line. A replacement device from another hospital was used and is functioning. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.